Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported inaccurate delivery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat an occlusion in the right superficial femoral artery (sfa). During deployment of the 5.5 x200 mm supera stent, the stent moved distal down the leg; approximately 5cm below the knee. The stent was implanted mainly in diseased tissue. Another supera stent was deployed above the knee to complete the procedure. There were no adverse patient effects. No additional information was provided.